Event description:
It was reported that patient underwent an arthroscopic procedure in 2009. The surgeon noticed that a piece was fractured off the suture passer prior to his attempt, to use it on the patient during the procedure. It is unknown if the piece came off the instrument during the sterilizing process, or, if it came off during a previous procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found the trap door of the upper jaw to be missing. It appeared to have fractured at the front pin due to damage or misuse.this report filed september 15, 2009.